Manufacturer narrative:
(B)(4). Per dfmea (design failure modes and effect analysis) rs108, balloon burst, compliance, and fatigue verification testing performed (B)(4). The rated burst pressure (rbp) of 14atm is documented in the IFU and label. The device is inspected per quality control specification to ensure bonds and balloon are undamaged. Each device is leak tested. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. The device was examined with the assistance of engineering personnel and under magnification (8x). No tear or defect in the material was detected. However, biological matter was present inside the balloon material. The distal lumen was flushed and was unremarkable. The inflation lumen could not be used as dried contrast occluded the lumen. It is possible that a defect in the balloon material or damage during use resulted in a microscope rupture of the balloon material. The end user would feel the loss of pressure. It should be noted that the balloon material is inspected for defects prior to shipment. The balloon was removed without issue and another device was successfully used. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
During an iliac angioplasty procedure, the advance 18 lp low profile balloon burst at 11atm. The balloon was retrieved and no portion of the balloon remained in the pt. Another device was used and the procedure was completed. The pt did not experience any adverse effects due to this observation.